Manufacturer narrative:
The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. They connected the unit to another outlet and the unit booted up fine. The pt was switched to another unit and therapy was continued. No pt injury was reported.